Event description:
It was reported that the customer experienced continuous glucose monitor signal loss to the ilet while dexcom g7 readings remained available in the dexcom app, and the customer does not use a receiver. Symptoms included no reported adverse clinical effects. Outcomes included no impact beyond temporary loss of cgm data to the ilet. Investigation included customer troubleshooting with guidance to toggle bluetooth and re-enter the dexcom g7 pairing code. Investigation of this case revealed a communication disruption between the ilet and the dexcom g7 transmitter consistent with intermittent wireless connectivity issues. It was concluded, based on previously established findings for similar reports, that the cause was likely external communication interference or pairing instability rather than a device hardware failure.